Manufacturer narrative:
(B)(4). The device investigation is pending.

Event description:
The jaws were found misaligned during a surgery. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in may of 2020. Evaluation of the returned instrument shows that the tips are slightly loose and misaligned in the closed position. There is no visible damage to the outer tube assembly near the jaw pivot pin area or to the drive rod bosses that activate the jaws. We are able to validate this complaint. We are unable to determine what caused the jaws to become slightly loose and misaligned in the closed position but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The jaws were found misaligned during a surgery. Therefore, a new unit was used instead.